Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that the set screws had migrated out of the construct. A revision surgery was done to replace the migrated hardware. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found on the returned implant which could be responsible of the event. The exact cause of the setscrew loosening cannot be determined with the provided information. The loosening of the setscrew may come from: - over tightening of the setscrew after their break off leading to the splay of the bone screw tulip - improper insertion of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing setscrew loosening.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.